Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. No unexpected battery power loss noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery alarm. The customer¿s blood glucose level was 6.4 mmol/l. It was reported that they had issues with the insulin pump. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that they had second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.